Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had broken wires. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint of broken cable. The instrument was analyzed and it was tested on an in-house system. The instrument passed the recognition and the engagement tests. It passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.